Manufacturer narrative:
(B)(4). Mw5065540. Patient code: (B)(4) (patient required an xray and intervention to remove the capsule)

Event description:
According to the reporter, the physician placed a bravo capsule. The insertion catheter was placed in the mouth into the esophagus. The physician did not notice anything different from previous use of the device. When viewing placement of the capsule by egd, the capsule was not found in the esophagus. An x-ray was performed and it showed that the capsule was located in the patient's nasal pharynx. The patient was taken to the operating room where the capsule was removed by endoscopy.